Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic bent. The lens was cut out of the eye to remove and there was no patient injury. Another lens was implanted and sutures were required to close the incision.